Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, and investigation findings). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. The root cause is determined to be medical grade silicone which is not a defect of the syringe and is a part of the assembly process. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Good evening, we have acquired a box of syringes bd ultra-fine 6mm for insulin, which was fully sealed both the box and the bags inside, we noticed that 7 syringes contained liquid inside, this happened to us earlier to which I reported it with you and did not do anything and it makes us extremely strange, has created us mistrust by believing that they are not sterilized. I will post on all social networks showing this along with all the videos opening the bags and showing that they are fully sealed but contained liquid as well as more photos just like I will open a complaint in profeco because their products come contaminated and expose to more serious problems for their customers. Their products do not cost 3 pesos and now it turns out that we are spend and spend to get contaminated and 0 sterile products.